Event description:
The subject device (endoeye flex deflectable videoscope) is an olympus product return asset that was returned with no complaint. There was no reported patient harm associated with this event. During incoming inspection, the device displayed a black screen. Due to damage on charge coupled unit, the image disappeared during angulation in right/left directions. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus. In addition to evaluation in event, the bending section cover had a scratch. The adhesive on bending section cover had a chip. Due to damage on charge coupled device unit, a noise image occurs during angulation in up/down directions. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely caused by a breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. However, a definitive root cause could not be determined. The operation manual provides the following: ¿confirm that the endoscopic image is displayed normally in (white light) wli and (narrow band imaging) nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.